Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of transfusion blood from the product was observed. No patient injury or adverse affects. No additional information is available for this complaint.

Manufacturer narrative:
Other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken and contamination was observed. Functional testing found leak is observed between tube with the adapter connection. The root cause of the reported issue was found to be lack of adhesive s-10 between tube with the base tube, during bonding assembly. An awareness notification was conducted by the quality engineer on (B)(6) 2021 to the production personnel to explain the importance of adherence in the procedure. Action taken after the manufactured lot reported in this complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).